Manufacturer narrative:
One device was received. Per visual inspection, bent microswitch, line cord faded and worn, quick connect corroded, missing serial number sticker, enclosure cracked on top. Internal screws were loose on the chassis around the ground stud and printed circuit board (pcb) components loose. The complaint was confirmed by visual and functional tests. The cause was due to a broken case and bent microswitch. Loose screws around the ground stud. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that it has a broken case and failing electrical safety. There device was dropped during set up. The event happened during set-up, and it was not delivering therapy to a patient.

Manufacturer narrative:
While performing a review of the event, it was determined that the reported issue did not meet the criteria for a complaint. No deficiencies were alleged regarding the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Please disregard mrn 3012307300-2024-03663 and any reports associated with it.